Event description:
It was reported by the sales rep in sweden that preoperatively to an unknown procedure on (B)(6)2023, it was observed that the fms fluid management system inflow tubing (fms vue) device started to leak immediately after connection to pump. According to the report, the tubing inter-connection between chamber and tube was loosened very easily. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the device is shown installed in the pump. The tubbing is disconnected from the expansion chamber. The manufacturer performed an investigation using the photo evidence provided by the customer with the following result: the operator responsible for the tube bonding was properly trained to the operation. However, a non-uniform solvent application may result in an insufficient bond. The documented work instructions (284508-wi, operation 2a) are clear in regards to the bonding operation, material and equipment used. There were no inputs from this category that would potentially cause this type of defect. In conclusion, a potential root cause for this defect may be attributed to an incorrect bonding method. If the tube is not placed into the solvent dispenser in an upright, straight position, there may be a lack of solvent applied to the tube causing an insufficient bond. This issue has been escalated to CAPA and being addressed by depuy quality system. A manufacturing record evaluation was performed for the finished device 3004577, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that wa not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 3004577, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.